Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: possible false positive results.

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA / 510(k)# k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: possible false positive results.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results when running the ebp assay. A bd field service engineer (fse) was dispatched to the customer site where they performed the following testing, heater mux self test, pcr test with thermal paper, power supply voltage testing, and calrack alignment. The power supply voltage was adjusted, however all other testing passed within instrument specification. The fse also performed installation of new software scripts and reader renormalization to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. No new risks, trends, or hazards were identified. Bd quality will continue to closely monitor for trends.